Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port. The reported condition was verified. The cause of the condition was due to inadequate or lack of cyclohexanone being applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. No further detail was provided regarding the process step in which this was identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.